Event description:
It was observed during the device evaluation, that the colonovideoscope exhibited foreign material in the nozzle and a burnt distal end cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation result, it is likely the distal end cover burned due to a high-energy treatment device (such as a laser or high-frequency device) being used without ensuring a sufficient distance from the tip. In regards to the foreign material in the nozzle, a definitive root cause could not be determined. The foreign material could not be identified and the cause of why the material remained in the device could not be specified. It was confirmed that the user reprocessed the device in accordance with the instructions for use (IFU). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.